Manufacturer narrative:
Investigation summary: bd received photos for investigation. Among the 5 photos provided, the images show a tube with a broken bottom, a cracked tray pack, and eps beads on tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged tube and tray pack residue. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, three (3) tubes had a crack in the bottom of the tube. Upon inspection of the other tubes the styrofoam tray was broken and spilling out. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, three (3) tubes had a crack in the bottom of the tube. Upon inspection of the other tubes the styrofoam tray was broken and spilling out. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.